Event description:
It was reported that one week ago the patient was lying on the couch and suddenly felt a pain in the region of the implant. The pain stopped when the patient took off the audio processor. As per additional information received, the pain is only in the region of the implanted ear near the reference electrode. Currently there is no medical explantation for it and the patient is not wearing the audio processor. A possible problem with the reference electrode is suspected by the clinic. Ther patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.